Event description:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. A pericardial effusion/tamponade occurred. Intervention provided was puncture of pericardium to drain blood. The procedure was not successfully completed. No fragments were generated. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure or patient condition related. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event for monitoring. A stockert smartablate generator was used during this case. A transseptal puncture was performed. Prior to noting the pericardial effusion ablation was already performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting for the st catheter used was 17ml up to 30w, 30ml above 30w. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph and vector force visualization features were used. The visitag module was used, parameters for stability used were range: 3; time: 3; force over time (fot) 25;3; tag size: 3mm. No additional filter used with the visitag. Ablation index color option was used prospectively.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. A pericardial effusion/tamponade occurred. Intervention provided was puncture of pericardium to drain blood. The procedure was not successfully completed. No fragments were generated. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure or patient condition related. The patient outcome of the adverse event is improved. Device evaluation details: on 9-sep-2022, the product was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).